Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation was completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal/external inspection was performed and the device passed. Temperature confirmation testing was performed and the device passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. A check of the pneumatic system was performed and the device passed. A short simulated therapy was performed with no issues noted. The device failed rite functional testing as the device timed out during fill 1. The cause of the failure could not be determined. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. There was no patient involved. No additional information is available.